Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving gablofen (unknown concentration and dose) via an implantable pump. The indications for use were unknown. It was reported that the caller, a nurse (hcp), stated they were doing a routine simple refill and only the reservoir volume was changing, with no drug or concentration change. The hcp stated they got a informational alert that the total catheter volume (tcv) or total catheter length (tcl) was not typical. The manufacturer's technical services specialist (tss) discussed why this alert pops up. Tss reiterated that there was no bolusing or drug/concenctration change being done today, and the hcp confirmed that there were none. The tcl programmed to the pump was 2cm, or 0.005ml for the tcv. The hcp stated that the patient was normal sized adult. Tss discussed inaccurate programming and to speak to the managing physician and or other medical records.

Manufacturer narrative:
Continuation of d10: product ID# neu_unknown_prog. Serial# unknown implanted: explanted: product type programmer, physician section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_prog. Serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.